Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date and was subsequently revised approximately one year ago to reposition the acetabular cup which was too vertical. The surgeon attempted to remove the taper from the femoral stem in order to reposition the cup; however, he was unable to get the taper off the stem and opted to close the patient. The patient returned to see a different surgeon and a subsequent revision procedure was performed on (B)(4), 2011. A special tool was used to successfully remove the taper adapter and the acetabular cup was also removed and replaced.